Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint devices are not being returned, therefore is unavailable for a physical evaluation. Furthermore, a lot number was provided, but the number could not be verified. The lot number provided has too many numbers so this precludes conducting a device history record review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a bankart repair surgical procedure, it was observed that two gryphon br w/ proknot suture devices broke. According to the reporter, the thread broke while the suture kept the shape of the knot (most likely the second and fourth suture). It was further reported that the event occurred when the surgeon tried to insert the next anchor after completion of suturing. It was reported that the devices were brand new and on their first use when the issue occurred. There was surgical no delay and no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.